Event description:
It was reported that undefined alarms occurred. There was no reported impact to the customer's blood glucose level. Additional information was not provided. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.